Event description:
The technician alleged the brake casters at the foot end of the stretcher do not hold. No pt injury.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.